Event description:
The patient reported that the pump was emitting frequent loss of prime warnings. The pump was returned to animas for evaluation. During evaluation the force sensor was found to be out of calibration. This report is being made based on the results of investigation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during evaluation the force sensor was found to be out of calibration. A review of the pump history did not indicate that loss of cartridge detection had occurred. Unrelated to the event the display was found to have a red tint. (B)(4).